Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, no broken parts were found. The device showed some scratches and chips around the edges. Discoloration was noted on the device. No damage was observed between the threads. Functional testing was performed, and the device moved the pivot and locking knob. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2024, it was reported by a sales representative via sems- (B)(4) that an ar-9200-01r humeral resection template was broken. This was discovered during a case but there were no adverse effects to the patient.